Event description:
It was reported that the device exhibited error code 1261. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log was unable to be downloaded due error code 1260/1261 on the pump display. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was the damaged battery contact on the mpu board. The mpu board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.